Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient reported a leaking cannula while driving with a seat belt for 4 hours. The cannula and tubing became moist, leading to poor effectiveness of sinemet and subsequent infection at the site. The patient visited the emergency room, where the wound was cleaned and antibiotics were prescribed for a sinus infection.